Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A photograph was provided for evaluation; however, the photo did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during "pre- charge" using a prismaflex st set, cracks were observed on the upper part of the filter resulting in an external leak. There was no patient involvement. No additional information is available.